Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a lead for off-label use. It was reported the patient has been receiving insufficient therapy due to lead migration confirmed via x-rays. The patient may undergo surgical intervention to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. The leads are providing adequate coverage. Effective therapy was achieved post operatively.